Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a revision of the right tibial insert due to instability.

Manufacturer narrative:
An event regarding instability involving a triathlon cr insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. There have been no reported discrepancies for the referenced lot. Complaint history review. There have been no reported similar events for the lot referenced. The reported event could not be confirmed with the limited information provided. A trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of the right tibial insert due to instability.